Event description:
It was reported that a spectrum pump had a door that would not latch close. Evaluation discovered that the pump was alarming due to this condition. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluation was performed. The evaluation confirmed the issue through "door jammed" alarms in the history log, but could not reproduce the alarms. Physical inspection found cracks in the front case that resulted in separation between the case halves. This resulted in the door being difficult to close. The front case assembly was replaced.